Manufacturer narrative:
On 10-mar-2025, additional information was received confirming there were no device malfunctions noted during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31469309l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. During ablation, contact force (cf) and power were not high and there was no problem with brockenbrough. After left pulmonary vein (lpv) isolation and at the time of right pulmonary vein (rpv) isolation, blood pressure decreased. Cardiac tamponade was confirmed by the body surface echo. Puncture was performed for pericardial fluid drainage, but the wire did not advance from the cardiac apex to the posterior wall. The angiography revealed the flow from the left ventricle to the aortic arch. Along with a cardiovascular surgeon, the left ventricular puncture site was closed with patch and the drain was placed. Hemostasis was performed via small incision instead of performing thoracotomy. The patient left the room after the vital signs stabilized. Patient improved. The patient required extended hospitalization for recovery from surgical procedure. It was noted that although left ventricular perforation was confirmed, the catheter manipulation inside the left ventricle had not been performed. The perforation had passed through the right ventricle's free wall and reached the left ventricle. No error messages observed on biosense webster equipment during the procedure. There was no evidence of steam pop.